Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No a33 alarm anomalies noted. No unexpected e/a alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted. Device was programmed with test mini link and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. No unexpected missing sensor alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump buttons were sticking and sometimes unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump had rejected new batteries, insulin was squirted from infusion set, diminished battery life. The insulin pump will not be returned for analysis.